Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that after coronary artery bypass procedure was completed and the stabilizer removed, a tear was observed at the left ventricle, right under one of the foot pods. The surgeon applied two 8.0 sutures to repair the tear. No further complications were reported. The hospital did not provide the setting information. There was no indication from the surgeon about any product malfunction and after the procedure, the hospital discarded the product.